Event description:
General report received of an unspecified number of devices while operating on battery power, powered off by themselves without sounding an audible alarm tone. No specific details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the devices were in clinical use. No additional information was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. Based on the data verified, hospira could not attribute the issue to the devices. This report represents all the information known by the reporter upon query by hospira personnel.